Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. A new device was successfully implanted. Additional information indicated that the patient had pocket erosion and infection. This ra lead was being capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). It is unclear if this lead was explanted or capped. No device details are available. Received voluntary anonymous medwatch report, mw5156796.

Manufacturer narrative:
An infection and erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection and erosion were not device related.